Event description:
Baxter spain received a report that an infusor had no flow during patient use. The device was filled with 200g of tazocel (piperacillin sodium) in 240 ml of diluent. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of no flow was confirmed. No signs of blockage were visually observed inside the delivery tubing or the bladder. Microscopic examination of the flow restrictor noted drug residue blocking the fluid path at the end of the glass capillary. A functional test was attempted on the unit, but flow was not possible due to the drug blocking the fluid pathway throughout the device. The root cause was determined to be drug residue blocking the fluid pathway. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.